Event description:
It was reported that a red alert via latitude (remote monitoring system) indicating that this right ventricular (rv) lead exhibited high, out of range shock lead impedances. Stable lead measurements were seen with highest recorded value of 115 ohms measured previously. It was noted that there are clean artefact free electrocardiograms observed with the recent transmission. The battery status is normal and other lead measurements are stable. This lead and the related device remain implanted and in service. No adverse patient effects were reported. Additional information: several requests were submitted to the field to obtain additional information; however, no response was received. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert via latitude (remote monitoring system) indicating that this right ventricular (rv) lead exhibited high, out of range shock lead impedances. Stable lead measurements were seen with highest recorded value of 115 ohms measured previously. It was noted that there are clean artefact free electrocardiograms observed with the recent transmission. The battery status is normal and other lead measurements are stable. This lead and the related device remain implanted and in service. No adverse patient effects were reported. Additional information: a good faith effort was submitted to the field to obtain the current shock impedance value, and to obtain the hospital information, address, and a contact number. At this time, no further information has been provided.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.